Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1508902) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the physician stated that there was no advancer tube present after shuttling down. Manual pressure was held for 30 minutes. The patient's hospitalization was not mynx related. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: there was significant resistance when shuttling down. Vessel location: peripheral sheath size: 6f.